Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. The insulin pump was tested with a test keypad and no frozen display noted. Also it was received with cracked case at the lcd window corner.

Event description:
The customer reported via phone call that the pump had button error alarm and display anomaly. The blood glucose at the time of the incident was 70 mg/dl, which they treated with food. The customer states while attempting to calibrate the pump froze and then alarmed button error. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.